Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient pre-operatively had lumbar back pain and underwent lumbar posterior fixation at l3/4/5. Post-op, the screws at l5 were broken. Fragments of the broken part remained in the patient. Back pain was reported as the result of the event. A primary surgery was performed due to the event.

Manufacturer narrative:
Product analysis: visual examination of the mas bone screw confirmed bone screw complete fracture at approximately ~4 threads from the base of the bone screw head. Microscopic examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Microscopic examination of the fracture surface identified gently curving convex striations through the cross-sectional area of the implant, which is indicative of cyclic fatigue until subsequent mechanical failure of the screw. Dimensional inspection of major diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing of the implant components. The above observations are consistent with cyclic fatigue. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.